Event description:
It was reported that there was an alert a day after implant due to noise and high impedance on the right ventricular (rv) lead. It was also noted that this may be due to a connection issue between the lead and device. The status of the device and lead is unknown and it has been recommended to check for a connection issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).